Event description:
It was reported that during gastric bypass surgery, during the stomach pouch creation stage, on the third firing of a reload, the staples did not form correctly, as they did not bend into a b shape and remained flat. The entire staple line of the gastric pouch was reinforced with suture. It was noted that a blue test was performed and was negative. The procedure was delayed by 30 minutes.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell, (lot # n5m0982y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.